Event description:
A pt reported blood glucose results of "380 mg/dl" with a lifescan meter and "158 mg/dl" on a laboratory device, performed within 30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt also reported a separate event where the paramedics were called after the pt obtained a result of 490 mg/dl, they were experiencing symptoms of frequent urination, thirst, (typical of high blood sugar) and they stated they felt funny. They called the paramedics and the pt was treated with insulin. There was no report of the paramedic's meter reading. The meter appeared to correlate with the pt's symptoms and treatment by the paramedics. There is no evidence of the meter contributing to the pt's serious injury.